Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported leaking and/or a loose connection between the maxplus connector and flush syringe. The customer recently switched to covidien 10ml monoject prefilled syringes, and believes the issue is related to the syringe, not the connector. There is no report of pt harm or medical intervention. No further pt/event info is available.